Event description:
Event verbatim [preferred term] burn first and second degree in the lower back and severe pain [burns second degree] , burn first and second degree in the lower back and severe pain [burns first degree] , burn first and second degree in the lower back and severe pain [pain] , scab [scab]. Case narrative:this is a spontaneous report from a contactable pharmacist. This is a report received from the (B)(4) health authority ((B)(4) = contactable), regulatory authority report number: (B)(4). An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot number n73395, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. He patient's concomitant medications were not reported. The patient experienced burn first and second degree in the lower back and severe pain on (B)(6) 2017 with outcome of recovering. Therapeutic measures taken as a result of burn first and second degree in the lower back and severe pain included panthenol spray and powder and now a scab had developed on an unspecified date with the outcome of unknown. The action taken in response to the events for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events burns second degree, burns first degree, pain, and scab as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burns second degree, burns first degree, pain, and scab as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn first and second degree in the lower back and severe pain [burns second degree], burn first and second degree in the lower back and severe pain [burns first degree] , burn first and second degree in the lower back and severe pain [pain] , scab [scab]. Case narrative:this is a spontaneous report from a contactable pharmacist. This is a report received (B)(4). A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot number n73395, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn first and second degree in the lower back and severe pain on (B)(6) 2017. Therapeutic measures taken as a result of burn first and second degree in the lower back and severe pain included panthenol spray and powder and now a scab had developed on an unspecified date in 2017. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event "burn first and second degree in the lower back and severe pain" was resolving and for the event "scab" was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (08mar2017): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the report of "burns second degree, burns first degree, pain, and scab" are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified. Comment: based on the information provided, the report of "burns second degree, burns first degree, pain, and scab" are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn first and second degree in the lower back and severe pain/ burn blisters/with development of severe skin redness [burns second degree], burn first and second degree in the lower back and severe pain/with development of severe skin redness [burns first degree], scab [scab]. Case narrative: this is a spontaneous report from a contactable pharmacist. This is a report received from (B)(6). The regulatory authority report number is (B)(4). An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back and hip), device lot number n73395, transdermal, from an unspecified date at one heatwrap, unspecified frequency for pain and back pain. The patient medical history included heart disease, ongoing hypertension, ongoing hypercholesterolaemia and ongoing pain. Concomitant medications included ramipril, bisoprolol fumarate, hydrochlorothiazide (bisoprolol comp), simvastatin, pantoprazole. The patient previously received cortisone syringe in shoulder, intramuscular, for pain, approximately 1 week before thermacare. The patient experienced burn first and second degree in the lower back and severe pain on (B)(6) 2017, and lasted for about several days with development of severe skin redness and also burn blisters ((B)(6) 2017) and now a scab had developed in 2017. After application of thermacare heatwrap, pain and burns of 1 + 2 degree occurred. The package was disposed off. The product was already used before without complaints. The fact that one should carry the heat wrap over a t-shirt, if one is >55 years old, or sensitive, was not known to the consumer. No surgical procedures were required. The patient was not treated by the physician, only at home with panthenol spray and powder on an unspecified date in 2017. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event "burn first and second degree in the lower back and severe pain" was resolving. The outcome of the event scab, skin redness and "should carry the heat wrap over a t-shirt" was unknown. Causality was not provided by the pharmacist. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (08mar2017): new information received from the product quality complaint group included investigational results. Follow-up (17mar2017): new information received from a contactable pharmacist includes: thermacare route, dose, indication, medical history, concomitant medications, past drugs, subsumed "severe skin redness" and "pain" under burns second degree and burns first degree. Company clinical evaluation comment: based on the information provided, the report of "burns second degree, burns first degree, and scab" are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified., comment: based on the information provided, the report of "burns second degree, burns first degree, and scab" are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified.